Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer kept the pump plugged in for approximately 30 minutes and the pump began charging as intended. Blood glucose was not impacted.